Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The there were placement signal/motor current issues with the pump. The pump position was assessed as correct, but the pump was replaced. No patient harm was reported.